Manufacturer narrative:
G4: 27apr2021. B4: 27apr2021. The fse replaced the touchscreen and performed functional test to resolve reported issue. The device is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 22feb2021.

Event description:
The customer called into technical support (ts) reporting that the devices touchscreen has a conflict in selecting the functions, which may cause incorrect selection of parameter values. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem.